Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing (new pump). There was no reported adverse event.

Event description:
Additional information was received that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. There was no evidence of the reported issue in the event log. The pump was visual inspected and three separate delivery tests were performed. The reported "under infusing" issue was unable to be duplicated. The pump passed all three delivery accuracy tests. The results were within the pump's delivery accuracy manufacturing specifications. There were no problems found with the delivery accuracy of the pump.